Manufacturer narrative:
The device was evaluated. A review of the event history log identified a system error 21502 (flange sensor failure). However, during functional flange sensor testing, the system error 21502 could not be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, a system error 21502 (flange sensor failure) was identified. No additional information is available.